Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.67ng/ml was obtained. The accu tni result was reported out of the lab and questioned by a physician. Two days later the customer re-tested the original sample several times for accu tni and the repeated results were in the range of 0.06ng/ml-0.31ng/ml. The customer then collected a fresh sample and tested for accu tni; an initial result was 0.09ng/ml and 0.15ng/ml upon repeat. The pt was admitted to the hosp for observation only. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check preformed on 11/6/06 was within specifications. The specimens were collected in lithium heparin tubes and centrifuged at 3,500 rpm for 8 mins at ambient temp. A field svc engineer (fse) was in the customer's lab from 11/14/06 to 11/15/06. The fse inspected the instrument and discovered carryover on the pipettor and aspirate probes. The fse adjusted the luminometer as the seat was too high. The fse noted mixer bearings coming loose and replaced the mixer belt. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.